Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt has small (18mm diameter) aorta, the vessels are severely diseased, with severe calcification. It was reported that the pt returned 7 days post implantation with a cold left leg. The pt was transferred to another hospital. An arteriogram revealed that the entire left iliac limb was closed off. The pt was sent back to the first hosp for a femoral bypass procedure. The following day the pt has a cold right foot. The pt was brought back to the operating room for another arteriogram which revealed a narrowing in the right common iliac artery. The physician elected to place a 9x38 balloon expandable covered stent which restored blood flow to the right leg. The physician reported that when the pt was discharged from the hospital post implant and was not prescribed any of the recommend medications. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: (occlusion). (Severely diseased, with severe calcification). (Pt not given recommended prescription when discharged from the pt). (Pt was not prescribed the recommended medication upon discharge from the hospital). Conclusion: (pt was not prescribed the recommended medication upon discharge from the hospital). (Grafts were inaccurately delivered by the user). Other, secondary intervention required.